Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2016-00458. It was reported the patient had an infection at the lead site following the trial procedure and fluid discharge was found. The patient was admitted to the hospital and was given IV antibiotics. Follow-up revealed the patient was released from the hospital but was still on antibiotics.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2016-00458. Follow-up revealed the patient would be on IV antibiotics for 6 weeks and would be monitored by the doctor.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2016-00458. Follow-up revealed the infection had resolved over time.